Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that zkb00 intraocular lens (iol) was explanted from patient's left eye (os) due to glare sensitivity. Patient also experienced starburst day and night. It was noted that there was no patient injury, but there was incision enlarged to remove the lens. Patient was doing well post-surgery. The lens was replaced with a monofocal model ar40. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.